Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm, excessive no delivery alarm and rewind or motor noise anomaly noted. The motor was tested outside of the device and passed. Pump passed self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert noted. Pump received with minor scratches on display window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Insulin pump was louder grinding sound. The insulin pump will not be returned for analysis.